Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system fault alarm code 42224. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No device was returned for evaluation. Serial number was not provided to review previous repairs. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. The reported issue cannot be confirmed as no product was returned for investigation. Based on the review of information provided from the customer we are unable to determine a probable cause.